Event description:
Additional information received reported that a CT revealed that the distance from the aortic bifurcation to the distal end of the stent graft at the right side was 20 mm in length. Additionally, the distance from the aortic bifurcation to the distal end of the stent graft at the left side was 14 mm in length. The investigator indicated the distance of stent graft migration was 25 mm in length. Additionally, there was evidence of a distal type ib endoleak in the left limb. The physician elected to correct the endoleak with an unknown aortic extension and the endoleak was resolved.

Manufacturer narrative:
Product analysis results are: the cause of the possible bilateral limb migration could not be determined from the films provided. Earlier post-implant films were not available for review and comparison. The returned CT¿s at 4 years revealed that both limbs were positioned within the proximal section of the common iliac arteries; however the amount of migration could not be determined from this single film study. There is currently minimal distal stent graft radial apposition within both iliac arteries; however, no clear endoleak is visible. The common iliac arteries just distal to the limbs are aneurysmal, especially within the right iliac; and there has been vessel dilatation when compared to the pre-implant anatomical measurements provided. It is possible that the limb migration may have been caused by disease progression (vessel dilatation), and also possibly from aneurysm morphology changes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received that the investigator indicated that the endurant stent graft had migrated in a proximal direction by 22 mm in length.

Manufacturer narrative:
Concomitant medical products: enlw1624c124e, (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 56 mm in diameter abdominal aortic aneurysm. Subsequent measurements showed that the distance from the aortic bifurcation to the distal end of the stent graft at the right side was 33 mm in length; and the left side was 29 mm in length. It was reported that, approximately four years and one month post index procedure, a CT revealed that the distance from the aortic bifurcation to the distal end of the stent graft at the right side was 11 mm in length. Additionally, the distance from the aortic bifurcation to the distal end of the stent graft at the left side was 22 mm in length. The investigator indicated that it was unknown whether the endurant stent graft had migrated. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Correction: the information on follow up MDR #3 was incorrect. The following information is the correct information for this event: additional information was received for this case. The physician implanted an endurant iliac limb to treat the stent graft migration. The migration distance was 8 mm. Per the investigator, the reason for intervention was to prevent a type ib endoleak.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.